Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). Additionally, a specific cause for the patient¿s infection and a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been cut and was returned attach to the outlet elbow. The sealed outflow graft bend relief had been cut adjacent to its hardware and was returned detached from the sealed outflow graft attachment. The bend relief collar was not returned. Examination of the sealed inflow and outflow conduits revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of (B)(6), a red, tissue like deposition was observed lightly adhered to the inlet bearing ball and proximal-end of the rotor. Examination of the body of the rotor revealed lightly adhered, tissue-like depositions partially occluding the rotor vanes. These depositions were similar in color and texture, suggesting that they may have broken off from the inlet bearing thrombus. Further examination revealed a large, red, tissue-like deposition surrounding the outlet bearing ball in the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that the observed depositions were not present in the pump for an extended period of time while the (B)(6) was supporting the patient. In addition, the depositions did not appear to have initially formed in these locations and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the reported elevations in pump power. In addition, the depositions could have also contributed to the report of elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was re-assembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for positive blood cultures, (B)(6), and drive line drainage. Dles drainage, patient received ancef 2 grams, cefepime 1 gram, and vancomycin, prior to exchange. Plan of care was dles revision and debridement. On (B)(6) 2020 the patient was going in for an urgent pump exchange for suspected pump thrombosis. Patient was readmitted started on IV heparin, CT scan and echo done. Patient to or for hmii to hm3 pump exchange on (B)(6) 2020. It was noted to have elevated ldh with power spikes. The patient had significant clot in their left ventricle. No changes with condition or anticoagulation, patient was on heparin during admission. No changes to pump parameters. Elevated power and flow were noted on (B)(6) 2019. No further or additional information was provided.